Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a prime (unexplained loss of prime) issue. The reporter alleged that the pump emitted multiple loss of prime alarms. It was noted that the cartridge and tubing was changed several times without resolving the issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 01/27/2014. Device evaluation: the device has been returned and evaluated by product analysis on 01/15/2014 with the following findings: loss of prime with non-zero force verified in black box. No loss of prime during investigation. Force sensor calibration reading was high. Opened pump and removed from case and the force sensor resistance reading.

Manufacturer narrative:
Follow-up #1: date of submission 01/27/2014. Device evaluation: the device has been returned and evaluated by product analysis on 01/15/2014 with the following findings: loss of prime with non-zero force verified in black box. No loss of prime during investigation. Force sensor calibration reading was high. Opened pump and removed from case and the force sensor resistance reading.